Event description:
Customer stated that the maxar sensor was providing high spo2 reading while in use. The sensor was giving 100% readings while a different sensor gave 94%.

Manufacturer narrative:
No analysis or conclusions can be made without the sample for evaluation. There is no lot number available therefore, the date of manufacture can not be determined.